Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump stopped and began alarming at 08:00. Troubleshooting was performed, but the alarm persisted. The pump display indicated that 7.4 ml remained to be infused. The medication inside the cassette appeared nearly empty to empty. Initially, the pump had begun infusing properly. However, at 12:23, the civi pump stopped, alarmed, and displayed the error message: 'no disposable clamp tubing.' The pump had stopped approximately 3.5 hours earlier than expected and remained off for about 2.75 hours. The event occurred while the device was in use with a patient.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.